Event description:
Customer reported receiving inaccurate erratic readings. In blodd glucose tests, customer received readings of 296, 38, and 74 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.